Event description:
Pt is a (B)(6) female having her previously implanted depuy asr hip asr xl acetabular system removed for failed right total hip replacement. Depuy orthopaedics issued a voluntary recall of its asr sl acetabular system or depuy asr hip resurfacing system on (B)(6) 2010.